Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, decreased sensing, and high capture threshold. The lead was explanted and replaced. The patient was in stable condition.